Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with no tortuosity and heavy calcification. The 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance to the lesion and crossed successfully; however, it would not inflate. It was reported that the balloon would not expand when attempted to be inflated outside the anatomy. It was stated that the balloon was not soaked in saline prior to use and air aspiration was not performed. A new bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and abbott vascular (av) confirmed the reported failure to inflate and determined that this was due to a tear in the shaft, just distal of the midlap seal. Further assessment has determined that the tear in the distal shaft is potentially related to the manufacture of the device and will be addressed per internal operating procedures. Av will continue to trend the performance of these devices. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use IFU, states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.